Manufacturer narrative:
The reported information and the provided log file were analyzed. The logbook shows the error codes 00.a008 (faulty blower) and 00.a018 (faulty pressure sensor) during the reported time of event. The exact root cause of the error codes could not be determined as there was no further information or parts received. In case of a blower defect, the device switches into patient safe mode which means that the emergency breathing valve is opened to allow spontaneous breathing of the patient. This device behaviour could be seen in this case in the log file. In case of an isolated pressure sensor fault, the device switches to rescue ventilation and alarms accordingly. Rescue ventilation is a pressure-controlled ventilation mode with reduced quality. A faulty pressure sensor may also lead to the failure of the blower as it is used to measure the turbine rotation speed. The device behaved as specified by switching into patient safe mode. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device alarmed with error 'device failure' and stopped ventilating. There was no patient injury reported.

Manufacturer narrative:
The investigation has just started. Results will be provided in a follow-up report.

Event description:
It was reported that the device alarmed with error 'device failure' and stopped ventilating. There was no patient injury reported.